Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: upon firing the stapler with the reload, the middle section of the duet reload did not deploy staples and the staples that did not deploy were not crimped or formed to the proper "b" shape. Mobilized add'l tissue within 2 cm and applied a duet 60 mm 4.8 mm reload. Continued the case with 60 4.8 mm reloads.

Manufacturer narrative:
(B)(4).